Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a continual elevated blood glucose (bg) of 509mg/dl and feeling unwell. Cause was unknown. Elevated bg was addressed by changing multiple supplies. Customer reverted to an alternate method of insulin therapy. Customer declined to provide additional information.